Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. The reported mr appears to be a result of partial clip movement and dyspnea was a cascading effect of the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This event is filed for partial clip movement. It was reported that on (B)(6) 2017, the patient presented with degenerative mitral regurgitation and underwent a mitraclip procedure, with implantation of one clip, reducing the mitral regurgitation (mr) grade from 4 to 2. Beginning mid (B)(6) 2018, the patient began to complain about increasing shortness of breath. Transsesophageal echocardiogram (tee) performed on (B)(6) 2018 noted recurrent mr of grade 4. It was noted that the clip was attached to both leaflets, but not well attached to the posterior mitral leaflet and had more mobility on the posterior leaflet. No tissue damage was noted. On (B)(6) 2018, a second mitraclip procedure was performed and one clip was implanted, reducing the mr grade to 2.